Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
The physician, dr. (B)(6) called me on friday, (B)(6) 2014 to notify me of what she perceived as burns on a (B)(6) female vein ablation patient. The patient had the venefit procedure on friday, (B)(6) 2014. She returned on (B)(6) 2014 for a two week post procedure follow up. At that time, the patient complained of pain and showed the physician her leg.